Event description:
During scheduled surgery, hysteroscopy, d&c, laparoscopy, surgeon noted a small amount of blood on trocar and visualized tear in transverse colon but no seepage of contents. A general surgeon was called to close very small bowel tear without complication. Pt was hospitalized for two days and received a course of antibiotics, was informed of complication and was discharged in good condition. Follow-up visits with ob/gyn physician reveal pt to be in good condition with no sequelae.